Event description:
Patient reported that they had forced a battery into the monitor and when removing to replace the battery, metal prongs had fell out and that the monitor no longer powers on. Wcd role in the event is pending evaluation of to-be-returned device.